Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose was 221 mg/dl after announcing a usual meal and then eating more than typical while using the ilet system, consistent with an incorrect meal size; no alerts or alarms were reported and meal announcements troubleshooting and education were completed. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.